Event description:
It was reported that, "at about the five-year mark," the pt's surgeon, determined revision replacement of the insert was necessary. A request for additional info has been made to the initial reporter, but to date no info has been rec'd. Additionally, the surgeon will not release the devices for any type of eval.